Event description:
The affiliate reported: patient after spine surgery was having lumbar drainage. However during the usage of lumbar drainage, catheters within the eds3 system were separated in place of glue connections (disconnections of catheters). No extra force was used during the manipulation with the patient.

Manufacturer narrative:
The eds iii was visually inspected and noted that the tubing has come away from the system stopcock. The tubing was not returned for investigation but some glue traces were noted on the system stopcock. The review of the history device record was not performed as the lot number of the device was not provided by the customer. The root cause of the problem reported by the customer was not clearly determined. Trends were monitored for similar problem and CAPA-(B)(4) was opened. At the present time this complaint is considered closed.

Manufacturer narrative:
Upon completion of investigation, a follow up report will be filed.